Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter and ruby coils. During the procedure, the physician experienced difficulty while advancing a ruby coil through the slim microcatheter and it was removed. The physician attempted to advance a new ruby coil through the slim microcatheter; however, resistance was met. The proximal shaft of the slim microcatheter was found to be kinked and it was removed. Upon removal from the patient, the slim microcatheter became fractured. The procedure continued successfully using a new microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The px slim was kinked approximately 2.5 cm from the hub and fractured approximately 6.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the physician was unable to load two coils into the px slim. Upon inspection of the px slim, the physician noticed it was kinked. The px slim was then removed from the patient and became "completely broken." Evaluation of the returned device confirmed the px slim was fractured and revealed it was kinked. This type of damage typically occurs due to improper handling during use. If the px slim is manipulated forcefully at an angle during insertion or advancement into the patient anatomy, the catheter shaft may kink or fracture due to excess force and bending. The two ruby coils mentioned in the complaint were not returned for evaluation. Penumbra devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00680 and 00681.